Event description:
Report received of delay/incomplete therapy due to cassette alarms. The pump was set to infuse a potassium bolus. The concentration of the solution and the volume to be infused were unspecified. The pump reportedly alarmed for cassette and nurses tried a new pump with the same set but the alarm recurred. After add'l troubleshooting, the cassette was switched out and the infusion was started without further delay. The fluid volume was small, and there was concern that the pt did not get the full dose. The rptr did not know if add'l doses were required. No add'l info was available.